Event description:
It was reported that during an unknown procedure, a crunch was heard after firing. The tissue was cut but some staples were malformed. The staple height indicator was set at about 1.0~1.2mm. Another like device was used to complete the procedure. There were no adverse consequences for the patient reported. One device was discarded.

Manufacturer narrative:
(B)(4); device was not returned for evaluation.